Event description:
It was reported the depth gauge does not slide anymore. The device was discovered during the routine check of field equipment. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the one depth gauge (part # 319.004) was returned with complaint category of ¿does not function.¿ the depth gauge is part of 1.5 mm lcp modular mini fragment system and is used to measure the depth of the holes for the 1.3 mm/1.5 mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 1.5 mm lcp modular mini fragment system technique guide (B)(4). The returned depth gauge (lot # 6805184) was manufactured on november, 2011 and is approximately 3 years old. The depth gauge was received assembled. The distal tip (needle) is bent and kinked in several places. Also, the protection sleeve was not returned with the depth gauge. There are multiple nicks and scratches on the device consistent with normal use. The thickness of the needle (1.0 mm) is driven by the fact that the needle must fit into a drilled hole for the 1.3 mm screws, and the length (54 mm) is determined so the slider can measure screws for both the 1.3 mm and 1.5 mm systems. The material of the needle probe component (part #319.004.03 revision (B)(4)) is extra hard (B)(4), which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to drawing ((B)(4)). The design is adequate for its intended use and did not contribute to this complaint condition. Excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process or use could have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.